Event description:
Patient experienced liquid product physical issue (plastic shard floating on vial) which was started on (B)(6) 2023. Patients mother reported that patient found a plastic shard floating in the vial and therefore patient threw the medicine away. 2 vails were mixed in the syringe. Parent believed this was due to a baxject recall. Follow up attempts: ms received response from milind/pv stating: 20aug2024. Moreover, the consent to contact patient has been declined. Hence, we are unable to provide more information about the patient. Ms contacted pv for patients contact information/consent to contact. Lot information needed. Ms sent potential escalation notification 20aug2024.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Lot number was unknown and no sample received. Trending showed no adverse trend for particles.